Event description:
It was reported that when the package was opened the lead appeared to be bent at the 0 contact. The lead was not used with a patient.

Manufacturer narrative:
Analysis of the lead found that the lead was bent at the distal end. The lead was new, out of the box.